Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through inspecting and cleaning various components of the pump, including the o-ring and pneumatic tap area, and instructed on reattaching the cartridge and following on-screen instructions. However, the customer still reported issues successfully loading the cartridge. Technical support assisted the customer in filling and loading a new cartridge.